Event description:
It was reported that the 9800 system displayed "filament regulator error". There was no reported pt involvement.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The rep performed the filament regulator calibration and the system was tested and found to be working as intended and placed back into service.